Manufacturer narrative:
The revolve stereotactic probe is a sterile, single-patient use device that may be used with imaging guidance to excise a tissue sample for diagnosis. One mst0809 probe was received for investigation on (B)(6) and investigated on (B)(6). Device was in used condition. The device was connected to a holster for functional evaluation. The device initialized as designed. Using chicken as a medium, probe was unable to obtain samples. The device was then disassembled and the cutter was found to be clogged with tissue. The initial voice of customer was deemed not reportable as no patient consequence was noted. However, due to the discovery of the tissue, this event was reassessed for reportability against the result of the investigation. Following consultation with our medical director, due to the potential to cause or contribute to death or serious injury as a result of potential missed or lost tissue samples, pursuant to 21 cfr §803, this failure mode was determined to be a reportable malfunction. Thus, we are submitting this medwatch report.

Event description:
The sales rep reported that during procedure the probe/ cutter would not take samples. Procedure was completed with another device.